Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
A piece of metal that was as if peeled off from the screw was found. Replaced with another screw.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw was found to be carrying a wire formed due to stripping of the screw. The wire formation started approximately from the 3rd thread from the distal end and moved towards proximal as the screw was pushed inside. The flat nature of the wire and the deformed threads, and the also non-uniform markings on the head of the screw indicates towards excessive force that was applied to screw in the screw with some mis-alignment as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is determined to be user related. There was a definite overtightening and misalignment of the screw involved as observed through the deformation and stripping in the returned screw. If any additional information is provided, the investigation will be reassessed.

Event description:
A piece of metal that was as if peeled off from the screw was found. Replaced with another screw.